Event description:
The weck sales representative reported the incident in 2004. The initial report indicated that a pt had to be reopened due to bleeding after a robotic laparoscopic nephrectomy five days earlier, in which they purportedly used weck hemolok l clips. There was no additional info reported.